Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial notification from the distributor, "we will send you a valve size ac23 (s/n: (B)(4)) which claimed from (B)(6) hospital. Problem of the valve - the leaflet not open properly and dysfunctional. So, the surgeon need to implant the new valve to the patient and return the defect one to us." Additional information is pending.

Manufacturer narrative:
Note: date of event, brand name, model #/lot #, initial reporter corrected/updated. The following was requested from the distributor: confirmation of product code, surgeon information, date of events, details regarding the allegations including when was this noticed (before, during, or after implant), how was it noticed, what was done in response (explant if implanted, etc.), resultant patient impact, and if prolonged surgery did patient remain stable throughout procedure. A response was finally received on 01/31/2017. The distributor responded: who was the surgeon and what was the date of the procedure? ¿dr. (B)(6) / the first date of the case is (B)(6) 2016¿ what procedure was being performed? ¿avr: aortic valve replacement¿¿ (B)(6) 2016 - minithoracotomy to avr (after this case, it found paravalve leakage) (B)(6) 2016 - redo avr case¿ [note: the correct product code and sn is onxace-23, sn (B)(4) confirmed via manufacturing records]. A sample review was performed on the onxace-23, sn (B)(4), on (B)(6) 2017 via the following methods: microscopy and visual, proof testing, static leak testing, function visual inspection, dimensional inspection, and bind testing. The valve was cleaned and processed through sub-assembly inspections and component dimensional inspection. The valve meets specifications, except for a large chip on the outflow surface adjacent to outflow scallop. The results of this evaluation suggest that this valve meets all dimensional and functional inspection; it is likely that the suspect leaflet was being prevented from moving by physiological interference. No further action required. The manufacturing records for the onxace-23, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The onxace-23, sn (B)(4), was implanted (B)(6) 2016 and explanted on (B)(6) 2016. The nature of this complaint is unclear: "dr.(B)(6) [implanting/intervening surgeon] the first date of the case is (B)(6) 2016 [avr]...minithoracotomy to avr (after this case, it found paravalve leakage), (B)(6) 2016 - redo avr case." In another report it is for irregular movement of valve leaflets: "problem of the valve - the leaflet not open properly and dysfunctional." The valve was returned to manufacturer for analysis. With minimal post-surgical history within the patient (12 days), upon receipt at the manufacturer, it was disinfected and inspected for functional and dimensional conformance. All parameters were within acceptable range. A chipped edge on the outflow side is attributed to contact with metal instruments during the explanting process. The likely conclusion is that any leaflet impairment observed at surgery is not the result of valve manufacture, but rather to surgical technique or some anatomical or otherwise physiological interference. Without any in situ photographic, echo, or other objective evidence, we cannot ascertain the validity of this "dysfunctional" observation. If paravalvular leakage (pvl) is the complaint, there is no evidence to support it. Nevertheless, pvl is a recognized potential adverse event associated with prosthetic heart valve replacement [instructions for use]. Because of the short time within the patient, any pvl is most likely attributable to surgical technique (e.g. Fit, suturing method) rather than annulus tissue degeneration. Furthermore, there was no mention of compromised cuff condition alleged. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
According to the initial notification from the distributor, "we will send you a valve size ac23 (s/n: (B)(4)) which claimed from (B)(6) hospital. Problem of the valve - the leaflet not open properly and dysfunctional. So, the surgeon need to implant the new valve to the patient and return the defect one to us."